Event description:
This is the first report of two reports concerning the same pt surgery. This report concerns the metatarsal surface reamer sc. 30/40 (msr-890-30/40). It was reported the surgeon used the movement set for a total metatarsal phalangeal joint (mpj) placement. The surgeon had difficulty with the metatarsal reamer 30/40 size and with the phalanx reamer 10/20. The devices seemed dull and they did not ream the bone. Back up reamer was not available. The surgeon used a burr to complete the surgery. The surgery time was extended 45 minutes. There was no injury to the pt alleged.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.